Event description:
Blood glucose results of 10.2 mmol/l, 8.6 mmol/l, and 6.2 mmol/l with a lifescan meter, performed within 10 minutes of each other. During troubleshooting, the patient performed a control solution test with test strip from a new vial, which passed within range.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.